Event description:
It was reported that the vns patient has been experiencing an increase in seizure activity. The physician indicated that the increase was due to battery depletion. It is unknown if the increase is above pre-vns baseline. Diagnostics performed on the patient's device revealed proper device function. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the reported event. The patient's generator was replaced and the explanted generator was returned to the manufacturer for product analysis. Product analysis is currently pending. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.